Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a defective pinch valve lv14 due to mechanical failure causing the white blood cell (wbc) bath to overflow. Lv14 drains the wbc and red blood cell (rbc) baths. He replaced lv14 and the analyzer ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The customer reported the analyzer was running quality control (qc) samples. The low level and the normal level qc were acceptable, however the high level qc results were flagged with low (l) and high (h) flags. The customer then identified the leak of 10-20 ml of clear fluid from the bottom of the analyzer onto the counter. The customer could not determine the source of the leak. There were no other instrument generated error messages in conjunction with the leak. The customer took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or affect to user or patient treatment.